Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When investigation is completed a f/u report will be sent to the FDA 05/07/2011.

Event description:
The customer reported that as soon as the tube/amplifier rotation is reverted, the system switches to safety mode. Furthermore when the amplifier is in low position, the x-rays don't go through anymore. An off/on switching is needed.